Event description:
Initial results for a series of 19 magnesium samples were between 6.8 and 6.9 mg/dl. The technical service representative corrected the special wash programming and all 19 samples came down to 1.9 to 2.0 mg/dl.